Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a stent dislodgement occurred. During preparation of the 5.0 x 20mm veriflex mr stent delivery system (sds) the sheath tip was removed and it was discovered that the stent had come off the sds and was lying on the scrub table. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, a stent dislodgement occurred. During preparation of the 5.0 x 20mm veriflex mr stent delivery system (sds), the sheath tip was removed and it was discovered that the stent had come off the sds and was lying on the scrub table. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent returned detached from the balloon. An examination of the stent found that the stent was flattened and kinked and slightly stretched. An examination of the balloon found that the balloon was partially inflated with contrast media. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).